Event description:
Boston scientific received information that a clinician contacted boston scientific technical services (ts) and stated the right ventricular (rv) lead exhibited high out of range shock impedance measurements. The clinician noted that the impedance has been high for approximately two years. Ts suggested bringing the patient into the office for further evaluation. No adverse patient effects were reported. The field representative is attempting to obtain additional information from the clinic.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Manufacturer narrative:
--

Event description:
Additional information was received after the field representativecontacted the clinic. The physician has opted to continue to monitor the lead. No further action has been taken and no adverse patient effects have been reported.